Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on november 8, 2021, it was found that the nozzle was clogging with foreign material which were yellow crystals and black impurities. There was no report of patient injury associated with the event.

Manufacturer narrative:
Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of local service department. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was presumed that the phenomenon was caused by following possible causes. There was a difference between the reprocessing method implemented by the facility and the reprocessing method recommended by IFU. Facility staff were short of training for handling device in accordance with IFU and reprocessing.